Event description:
It was reported that the patient underwent a pelvic floor repair procedure and a sling procedure in 2008, for the treatment of uterine prolapse, cysto-rectocele, and urinary incontinence. It was reported that following the surgery, the patient experienced complications including erosion, formation of scar tissue, dyspareunia, neurologic compromise to her structures and tissues, and additional surgeries. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/14/2009. Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: there are two possible devices involved in the event as follows: prolift pelvic floor repair. Tension free vaginal tape.